Manufacturer narrative:
Motor error alarm during basic occlusion and unable to prime during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Pump received with cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported that the insulin pump returned a motor error alarm. Blood glucose level was 414 mg/dl at the time of the call. No further information was provided.